Event description:
This lead was an attempted-implant on (B)(6)2016. Additional information received stating that this lead was attempted due placement difficulty. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).